Event description:
The manufacturer received information alleging a ventilator's tidal volume was incorrect. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's external flow sensor needs to be replaced to address the issue.